Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) could not be turned on while transferring the machine from one department to another. The event occurred during routine inspection, hence no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and on-site inspection and testing of the equipment after passing through the elevator, repeated tests were normal, and the host and trolley were firmly connected. It is recommended that customers check and ensure that the host and trolley are connected intact before moving the equipment, and the equipment is operating normally and can be used normally.

Event description:
N/a.